Event description:
It was reported when using the bd vacutainer serum blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter and translated to english. The customer stated: "when nurses take samples when channeling the patient, they take advantage of filling tubes. Once uncovered, the tube plugs do not close properly and the samples are lost."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples or photos for evaluation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and the issue relating to stopper function was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper function. Bd was not able to identify a root cause for the indicated failure mode.